Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic, pacer dependent, patient presented remotely via merlin transmission. Upon wireless interrogation, the pulse generator was unable to send remote transmission. The rf chip in the device was disabled. The device was able to be interrogated inductively. No medical intervention was performed. The patient was stable post event.